Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and when interrogated, showed red screen recording a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the voltage alert and need for device replacement as battery is at end of life (eol) with no programming ability and consider the patient unprotected. Subsequently, this device was explanted. No additional adverse patient effects were reported.